Event description:
Rec'd call with complaint concerning above product from director of nursing. Don reports that during the treatment, the venous line disconnected from the venous needle. The hcp reported to the don that she felt that the "luer lock didn't hold." Ebl was approx 200cc. The pt experienced a drop in blood pressure (66/30) and was replaced with normal saline and albumin. The actual sample is available. This incident occurred in their acute program. A response letter and mailer has been sent to the don.